Manufacturer narrative:
(B)(4). Batch # t5c99e. Additional information was requested, and the following was obtained: can you please explain more how after firing, ¿could not return knife¿? The knife moved to the distal end, but could not return automatically did the device lock-out (no staples deployed and no cut line started)? No or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. Or, did the knife advance completely to the distal tips of the jaws, but not return automatically? Yes. Did the device deliver any staples? Yes. If yes, were the staples formed in the proper closed b-formation? B-formation. If the stapler did fire was the staple line complete? Yes. Device analysis: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Would not reverse knife. It was reported that during the noses surgery, after fired, could not return knife. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.